Manufacturer narrative:
UDI and expiration date added. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: the patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug. - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced before the confirmation of connection by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - to prevent a new occurrence, it is recommended to either set the automatic implantation detection at off, or not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. - a bug correction is currently in progress. There is no patient risk and this case is recorded for trending purposes.

Event description:
Reportedly, the pacemaker was interrogated before implantation, and the device implantation was confirmed. An oversensing message appeared in the atrial canal due to the minute ventilation sensor. The pacemaker is also programmed in safer mode. Shouldn't it be in ddd mode upon implant confirmation? They don't implant it and use another alizea instead, which doesn't give that error.

Manufacturer narrative:
The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The conclusions are as follows: the patient files analysis led to the following observations: - during the last phase of the manufacturing process, a value was entered for the ventricular lead impedance measurement due to a software bug. - this bug can occur in very specific conditions which have been met in this case, leading to a suspicion of lead connection. - the automatic implantation detection was forced before the confirmation of connection by the user before the implantation procedure (device still in the box). - since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. - to prevent a new occurrence, it is recommended to either set the automatic implantation detection at off, or not force the automatic implantation detection, or to connect the leads before forcing this algorithm in order to erase the previous value entered by this software bug. - in case of new occurrence by forcing the automatic implantation detection when the device is in the box, once the leads will be connected, the mv oversensing will disappear. - a bug correction is currently in progress. There is no patient risk and this case is recorded for trending purposes.

Event description:
Reportedly, the pacemaker was interrogated before implantation, and the device implantation was confirmed. An oversensing message appeared in the atrial canal due to the minute ventilation sensor. The pacemaker is also programmed in safer mode. Shouldn't it be in ddd mode upon implant confirmation? They don't implant it and use another alizea instead, which doesn't give that error.